Event description:
During revision surgery, it was noticed that the trunnions and the head presented a black substance. The cup was revised and the head was exchanged with a new head and sleeve.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding a loose shell involving an unknown shell was reported. The event was confirmed. A photograph of the device was provided for review. Nothing could be learned. A device history review and a chr not performed as the device was not properly identified. While the event did not originally report a loose shell, the provided x-rays indicated that the shell was loose. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
During revision surgery it was noticed that the trunnions and the head presented a black substance. The cup was revised and the head was exchanged with a new head and sleeve.